Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information was obtained from the field representative indicating that during device change out, it was observed through fluoroscopy that the lead was dislodged, but had moved into a stable position in which over time resulted in the increase in thresholds. The physician decided to replace the lead. This rv lead was surgically abandoned. No additional adverse patient effects were reported.